Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
The nurse of a peritoneal dialysis (pd) patient reported seeing a fluid leak during the patient's treatment. The pd nurse noticed fluid coming out of the cassette door during the patient's treatment and the cycler alarmed for a heater bag issue. The set was not made available for evaluation. During follow up, the patient's pd nurse reported that the patient's effluent was clear. She did not have signs of infection. She was not prescribed any antibiotics. No adverse event reported at this time.